Event description:
It was reported that the pca module had "immed error" written on a red biomed tag. Later it was reported by the customer that the immed error was and abbreviation for "immediate error". Clinician reported to biomedical engineering the device failed to start up, customer reports this was as a likely a response to the clinician attaching the pca to pcu incorrectly. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.